Manufacturer narrative:
The lot numbers for the malfunctions were provided, and lot history reviews will be performed. The devices have been returned for evaluation; the evaluation for both malfunctions identified misfire. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model fem14120. Endovascular stent graft allegedly experienced misfire. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Age, weight, and gender were not provided for both patients.